Manufacturer narrative:
E1: initial reporter first name: e1: initial reporter last name: e1: initial reporter facility name: ICU e1: initial reporter address: should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that an external fluid leak was observed from the drain bag of a prismaflex st150 set during set up. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
B5: the reported leakage event occurred during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available. H10: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed fluid leaking from the drain bag sealing near the drain line. The drain bag is a single use product to be filled and emptied only one time during treatment and not reused. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to unintended use of the effluent bag by using the same drain bag more than once during therapy. Previous nonconformance and preventive action records were opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.